Manufacturer narrative:
Concomitant medical products: product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8598a, serial/lot #: (B)(4), ubd: 20-aug-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study regarding a patient who was receiving fentanyl (concentration: 2000 mcg, dose rate: 400.04341 mcg/day), bupivacaine (concentration: 18.2 mg, dose rate: 3.6404 mg/day), and hydromorphone (concentration: .9 mg, dose rate: .18002 mg/day) via an implantable pump. It was indicated that on (B)(6) 2020 the patient reported a position headache post operation of pump and catheter implant that occurred on (B)(6) 2020. The device diagnosis was indicated as having been not applicable. The clinical diagnosis was positional headache due to lumbar puncture post implant. On (B)(6) 2020 a blood patch was performed. The headache pain decreased with the procedure. The event was resolved without sequelae as of (B)(6) 2020. Regarding etiology, the relationship of the event to the device or therapy was possibly related, and the relationship of the event to the implant procedure was related. The incisional site/device tract was the lumbar site. No further patient complications have been reported as a result of this event.